Event description:
During the coil embolization procedure with the vrd of an unspecified cerebral artery aneurysm, the enterprise vrd (enc452812/10166748) was advanced in a prowler select plus (mc) microcatheter (catalogue and lot unknown), but there was severe resistance. The report did not indicate when and where exactly the resistance occurred. Therefore, both the vrd and the prowler select plus mc were safely removed as a unit from the patient and the procedure was continued using a new product (enc452212, lot unknown) which was made all way through the same microcatheter. Afterwards, the procedure was successfully completed without any further issues. No patient injury/complications were reported. No information regarding the aneurysm, medical history, mrs, act, inr, pt, ptt, antiplatelet therapy and the devices utilized during the procedure. The occlusion rate after the procedure was also unknown. The complaint product was new and stored per labeling instruction. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection. Also no damages were reported on the device after the event. No information regarding the vessel/aneurysm or patient were provided. The complaint product is going to be returned for evaluation. No additional information is available and procedural images are not available.

Manufacturer narrative:
Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10166748. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The product will be returned for analysis, but it has not been received to date. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During the coil embolization procedure with the vrd of an unspecified cerebral artery aneurysm, the enterprise vrd (enc452812/10166748) was advanced in a prowler select plus (mc) microcatheter (catalogue and lot unknown), but there was severe resistance. The report did not indicate when and where exactly the resistance occurred. Therefore, both the vrd and the prowler select plus mc were safely removed as a unit from the patient and the procedure was continued using a new product (enc452212, lot unknown) which was made all way through the same microcatheter. Afterwards, the procedure was successfully completed without any further issues. No patient injury/complications were reported. No information regarding the aneurysm, medical history, mrs, act, inr, pt, ptt, antiplatelet therapy and the devices utilized during the procedure. The occlusion rate after the procedure was also unknown. The complaint product was new and stored per labeling instruction. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection. Also no damages were reported on the device after the event. No information regarding the vessel/aneurysm or patient were provided. The complaint product is going to be returned for evaluation. No additional information is available and procedural images are not available.a non-sterile unit of enterprise vascular reconstruction device and delivery system was received coiled in a plastic bag. Delivery wire, introducer tube and coil dispenser were received, the stent involved was received inside of the introducer tube with the delivery wire, also the micro catheter involved was received coiled and inside of its dispenser. In the introducer tube an accumulation of saline solution could be observed at stent location. No anomalies were found in the analysis. The functional analysis was performed, and it was found resistance to advance the delivery wire trough the microcatheter. Additional force was used to advance the delivery wire until the stent was deployed. At distal section of the microcatheter more resistance to advance was found. When the stent was deploying from the microcatheter it was observed an accumulation of crystallized saline solution on the stent markers. The stent involved was inspected under vision system and no anomalies were detected in this analysis. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10166748. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable.the failure reported of inability to advance was confirmed since resistance during functional analysis was found while the delivery wire was advancing trough the microcatheter. The exact cause of the failure as well as the saline solution accumulated could not be conclusively determined. However, procedural / handling factors might have contributed to those issues. The device did not present any obvious indication of manufacturing defect or anomaly that could contributed to the event as reported. Neither the product analysis nor the DHR review suggests that the failure could be related to the enterprise manufacturing process; therefore, no corrective action will be taken at this time.